Manufacturer narrative:
The tech troubleshot the head of the bed function from each side rail, inside and out with side rails both in up and down position and every hi/low position and could not duplicate the alleged failure.

Event description:
The account alleged the head of the bed would not raise. No pt impact.